Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2024-10533, 627487-2024-10807. It was reported that during the patient's lead replacement on (B)(6) 2024 the right s1 and left s1 leads were not removed completely due to scar tissue. The procedure was completed, and therapy was restored.